Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation at follow-up the device was observed to be in back-up vvi mode. The physician then attempted to interrogate the device later and was unable to interrogate the device. The issue will be resolved by explanting and replacing the device. The patient was in stable condition and experienced no adverse health consequences.